Event description:
It was reported nurse immediately stopped using the catheter when she discovered fluid leakage while flushing the catheter before infusion for the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0013 showed two other similar product complaint(s) from this lot number.